Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
The customer reported bubbles in the infusion line and in the anterior chamber of three patients during ophthalmic procedures. It was reported that the surgeon removed the bubbles and completed surgery. There was no patient harm reported. Additional information and a product sample have been requested.